Manufacturer narrative:
(B)(4). The manufacture dates for lot number 13b025 is february 6, 2013 - february 7, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an under-infusion while using a folfusor elastomeric device. According to the report, the patient's infusion completed 19 hours later than the expected time. There was no patient injury or medical intervention in association with this event. No additional information is available.